Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set had a bent cannula. The customer's blood glucose (bg) level was 565 mg/dl with diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and fluids, and customer underwent blood work. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to determine the infusion set type; however, the customer did not respond.